Event description:
On (B)(6) 2020 (hcp, rep): medtronic received information that two pipeline flex devices failed to open distally and were removed from the patient. After the failed attempts, the right groin was accessed, and the patient was successfully treated with two other pipeline devices. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 12mm x 15mm x 10mm located in the cavernous segment of the left internal carotid artery (ica). The distal and proximal landing zone was 4.25mm x 4.6mm. The vasculature was moderate in tortuosity. The patient was not on dual antiplatelet therapy. Post procedural angiography showed stasis in the aneurysm. It was reported the pipeline flex devices were used and prepared as indicated in the instructions for use (IFU). Both pipelines distal sections were positioned in a bend and they both failed to open in the distal sections. The pipelines were both deployed more than 50% when the event occurred. There were no additional steps or other devices required to open the pipelines. The two pipelines were removed from patient by resheathing and removing with the microcatheter. The first pipeline (ped-475-20) was resheathed less than or equal to two times and the second pipeline (ped-500-25) was resheathed more than two times. Ancillary devices: synchro guidewire, phenom 27 (oc19-008; oc19-038), 2 phenom plus guide catheter (my19-008), 6f shuttle flex 90cm sheath.

Manufacturer narrative:
See related regulatory report 2029214-2020-00607. The braid was already deployed with both ends found tapered with damaging/fraying found on both ends. The middle braid was found fully opened with dried blood. The pipeline flex pusher was found extending out of the phenom-027 hub ~41.1cm. The distal pusher was extending out of the distal end. The phenom-027 was flushed and water exited out of the distal end. The pusher was retracted out of the phenom-027 against light resistance. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The hypotube was found intact and not stretched. The tip coil tip was found intact. No other anomalies were observed. The phenom-027 micro inner diameter was measured to be 0.027¿ which is with in specification and compatible for use with the pipeline flex. No flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub, catheter body or distal tip. The micro catheter was flushed with water and water exited very slowly out from the catheter tip. The cathet ER was tested by running an in-house 0.0260¿ mandrel through microcatheter. The mandrel passed through the catheter hub, catheter body and distal tip with no resistance encountered. Based on the analysis findings, the customer report of ¿failure/incomplete open di stal (flex)¿ was confirmed as the braid was returned tapered. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. Customer reported that the vasculature was moderate in tortuosity, device was prepared as indicated per IFU, and the device was position in a bend. The braid was found tapered and damaged. Possible causes are failure to hydrate prior to procedure, lack of continuous flush, advancing/retracting the device against resistance, patient vessel tortousity or braid resheathed more than twice. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Please reference MDR# for other ped. 2029214-2020-00607. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic flow diverter devices failed to open distally and were removed from the patient. After the failed attempts, the right groin was accessed, and the patient was successfully treated with two other medtronic flow diverter devices. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 12mm x 15mm x 10mm located in the cavernous segment of the left internal carotid artery (ica). The distal and proximal landing zone was 4.25mm x 4.6mm. The vasculature was moderate in tortuosity. The patient was not on dual antiplatelet therapy. Post procedural angiography showed stasis in the aneurysm.